Event description:
A surgeon reports that the intraocular lens (iol) was cracked/broken as it was delivered in the eye from the delivery system. The iol was removed and replaced the following day through an enlarged incision. Three sutures were required. The pt has a little astigmatism due to sutures.